Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up this morning with a blood glucose level of 496 mg/dl and it later went down to 229 mg/dl. Customer's blood glucose was later at 396 mg/dl and she only ate oatmeal. Customer changed her site and her current blood glucose is 218 mg/dl. Customer's blood glucose was 54 mg/dl this past week. Customer's blood glucose goes up to 400 mg/dl at night and during the day it is between 70-120 mg/dl. Customer's blood glucose was between 200-300 mg/dl at the time of the incident. Customer stated that she can't work out like she used to. Customer gets sweats during the night and feels horrible. Customer treats with the pump periodically and has used the manual injection. Customer has contacted her health care professional regarding her high blood glucose. Customer stated that her cannula was kinked and she had a no delivery alarm in march. Customer was advised that the pump will need to be replaced.